Event description:
The pt experienced sedation and sleepiness following a pump implant. It was questioned if the pt was "over infused" with baclofen with the initial prime. The pt also experienced hypotonia, respiratory problems and somnolence. All device programming was confirmed to be correct. In regard to whether the event was attributed to the device system, it was reported unk. The cause of the event was reported as "implant." The pump delivered lioresal. The pt had a dose adjustment (B) (6) 2010; the dosage was not reported. The outcome was reported as pt recovered without sequelae.

Manufacturer narrative:
(B) (4).